Event description:
Pt was implanted with 3.5mm lc-dcp plate and screw construct on an unknown date approximately one year ago for a left forearm fracture. On an unknown date, pt was playing soccer and fell. Pt re-fractured the left forearm and the plate on the pt's ulna became bent. Pt was returned to the operating room on (B)(6) 2012 for removal of hardware. Surgeon removed all hardware and pt was revised to an 8-hole lcp plate and screw construct on the ulna and a longer lcp plate and screw construct on the radius. Procedure was completed with no further problems.

Manufacturer narrative:
Review of the device history record showed that this lot met all dimensional and visual criteria at the time of manufacture and there were no issues documented during the manufacturing of these parts that would contribute to this complaint condition.